Manufacturer narrative:
IFU was reviewed and it include hypotony as a known complication and adverse reaction. The device history record was reviewed and no issues were observed. The product was manufactured, tested and released in compliance with procedures. The reported valve was implanted on (B)(6) 2019, and had a post op day 1 iop of 2mmhg. On day 2 post op, the patient suffered a 20/60 to lp, surprachoroidal hemorrhage and is blind. The patient's eye was found at 17mmhg, which is within the intended functioning of the device.

Event description:
Patient is blind after he suffered from suprachoroidal hemmorage on day 2 post-op.